Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer¿s investigation, it is likely the event was caused by damage to the connector between the endoscope and the device concerned, or an accidental failure of the electronic component of the printed circuit board in the video receiving or video processing portion.

Manufacturer narrative:
During a phone call with tac (technical assistance center) support engineer, it was determined that the user was running out from sdi (signal device interface) out 1 to sdi in 1 on the monitor and no image output from the device. Troubleshooting was performed and later on the user was able to view color bars when used another sdi cable. The user however, did not have an available scope to white balance. The user stated that a follow up call will be made once further troubleshooting completed. To date, there was no update from the customer although several follow ups were made. It is likely that the issue was resolved since to date, there are no other issues reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the user was not able to get an image on the monitor and cannot white balance successfully. There was no patient involvement on this reported event. No user injury reported.